Event description:
Fhc product referenced has no lot number available. Event was described as follows: "event description: surgeon attempted 3 different passes whilst doing on table testing on the left side of the brain. When attempting to wake up patient for right brain testing, the patient was sleepy and groggy. It was very difficult to wake-up pt. The surgeon completed a pain stimulus test, and it showed to be normal at the time. Surgeon implanted the second lead. On completion of the case, the surgeon re-did the pain stimulus response and it showed to be abnormal. Patient then completed a post op CT scan, which showed that she had an internal hemorrhage. Pt was taken to ICU and is stable. Surgeon believes that it was due to a high blood pressure during the multiple passes and that it is not product related." The surgeon indicates fhc product was not at fault and patient is stable.